Manufacturer narrative:
Involved product broken during use was not returned and cannot be analyzed. Nothing unusual to report was found during DHR review (batch #1861652). The four unused reciproc files r25 8/100 25mm 025 which were returned were evaluated and were found in compliance with specifications. Root causes are not identified. We will track this kind of event and monitor the trend. Root causes are not identified. All complaints are monitored through the monthly product surveillance committee and a corrective action could be determined by the committee.

Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it is reported that a reciprocal files 6x broke during use. The broken part could not be retrieved. Treatment is planned to remove the broken part. As of this MDR the outcome is unknown. Requested further information.